Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being reported under the same MFR number. Results and conclusion summation - angina, as listed in the xience IFU is a known adverse event associated with coronary stenting, and not necessarily an indication of a product quality deficiency. A conclusive cause for the reported patient effects and the relationship to the product cannot be determined. Based on additional information, restenosis is listed in the xience IFU as a known adverse event associated with coronary stenting, and not necessarily an indication of a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of the mid lad with two xience v stents. No procedural complications were reported. In 2009, the patient called the doctor office complaining of exertional chest pressure. Lexascan gxt was performed one week later showing no st segment changes and a diagnostic of ischemia was made. A moderate defect mid to distal anterior wall, minimal reversibility in the anterior wall. A heart cath was planned for about three weeks. The patient had a positive functional stress test. Balloon angioplasty was performed and a des stent was placed in the proximal lad on the day the pt called the doctor's office. No additional event or patient information is available.